Manufacturer narrative:
This report is submitted on april 05, 2018 by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site resulting in revision surgery in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. The patient also underwent skin revision surgery in order to excise skin (date not reported).